Manufacturer narrative:
The investigation has been completed for the reported issue of delivery issue. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. The root cause of the delivery issues was due to patient anatomy, most likely due to patient condition. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was going to be implanted with an impella cp device for mechanical circulatory support. The complainant reported that the physician was unable to implant the device. It was reported that this issue occurred due to the patient's anatomy, therefore, the insertion was aborted. The patient survived the procedure.